Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was not working properly. During an in-house engineering evaluation, it was observed that the control unit was not functioning. It was also noted that the device failed pre-test for attachment coupling, cannulation, battery case coupling, off/oscillation/on switch mode function, oscillation angle, switching function, triggers and electronic control unit function, compatibility of small battery drive devices and pen drive console. It was reported that this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.